Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a device checkup, session records revealed that an error message for invalid parameter was prompted due to corruption. It was not possible to locate the where the parameter becomes corrupted as device interrogation is interrupted by the same message. The message was not reproducible after the device was programmed back to nominal settings. The patient will continue to be followed up.